Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling 2 cartridges. Customer successfully filled another cartridge. Customer's blood glucose was 100 mg/dl.